Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) migrated from the dependent scrotum to the upper scrotum. The pump was explanted and replaced. There were no patient complications reported.